Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving prialt, dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrom. The physician identified and confirmed pocket infection conditions for the patient and decided to explant the device. Per the reporter, explanting the whole system was done to avoid the possibility of infection spreading to the spine. There was no issue with the device. The patient was experiencing very good pain relief using prialt in the pump. There were no know external or patient factors that contributed to the infection of the pocket. It was unknown if the issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.